Manufacturer narrative:
Follow-up #1 date of submission 10/27/2015 - revised device evaluation: the pump has been returned and evaluated by product analysis on 10/09/2015 with the following findings: a review of the pump black box data indicated evidence of an unacknowledged call service (162) alarm followed by low battery alarms and a replace battery warning. An unacknowledged alarm can drain the battery when it occurs. During testing, the pump successfully completed the ez prime steps. The current draws measured within specifications.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump's battery life was shorter than expected. There was reportedly no damage to the pump or battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.